Manufacturer narrative:
Citation: jeroudio. Technical considerations and feasibility of coronary angiography and percutaneous coronary intervention after corevalve® transcatheter aortic valve implantation. Structural heart. 19 apr 2018; 2:4, 297-302, doi: 10.1080/24748706.2018.1463118 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility of coronary angiography (ca) and percutaneous coronary intervention (pci) after transcatheter aortic valve implantation (tavi). All data were collected from a single center between october 2011 and november 2016. The study population included 573 patients (predominantly male, mean age 73.7 years), all of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Twenty of these patients underwent ca and 7 of those patients also underwent pci after tavi. Among all medtronic corevalve patients, adverse events included: acute coronary syndrome necessitating a subsequent coronary procedure. Based on the available information medtronic product may have been associated with the adverse event. No additional adverse patient effects or product performance issues were reported.